Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is within the acceptable quality levels. A complaint lot history review was carried out for this lot number. This is the first reported complaint for this lot number and this issue to date. There have been no other complaints of any type reported for this lot number. Investigation summary: the sample returned was not a clearstream device. It was a sterling catheter manufactured by boston scientific. The device measured 150cm in length and the balloon measured 80mm in length. The hub print specified 2.5/80. No further investigation was carried out the device returned was not a clearstream device. Labeling review: the IFU for bantam otw pta balloon catheter was reviewed and contains the following information relevant to the reported event: description: ¿ the bantam¿ ¿ percutaneous transluminal angioplasty (pta) balloon catheters are non-reusable semi-compliant coaxial design catheters consisting of an over the wire (otw) catheter with a balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Insertion and inflation note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. ¿ make sure that the protective sheath has been removed from the dilation catheter balloon. The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the savvy long pta dilatation catheter products that are cleared in the us. The 510 k number and pro code for the savvy long pta dilatation catheter products are identified in d2 and g5. H10: g4. H11: h3, h6 (results, and conclusion sections). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of the anterior artery, the catheter distal tip allegedly detached in the vessel and was not able to be retrieved. The patient was stable post procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number has not been cleared in the u.s. But, it is similar to the savvy long pta dilatation catheter products that are cleared in the us.

Event description:
It was reported that during an angioplasty procedure of the anterior artery, the catheter distal tip allegedly detached in the vessel and was not able to be retrieved. The patient was stable post procedure.